Manufacturer narrative:
H3: analysis of the lead lot no: 60257256 revealed that the {x} conductor(s) were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H3: analysis of the stylet revealed significant kink in the stylet just distal to connector pin. Able to slid connector pin back and forth proximal to the kink suggesting it is not adhered in any way to the stylet but rather blocked due to the kink. Continuation of d10: product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product type accessory continuation of d10: product ID neu_stylet_acc; product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was using an external neurostimulator (ens). It was reported that the trial patient's lead stylet was not able to be removed from lead intra-operatively. The physician was not able to remove the stylet from the lead. The defective lead was removed from the foramen needle a second lead was opened and inserted. The issue was resolved at the time of this report.